Event description:
It was reported that a user who had just started using the ilet experienced hyperglycemia, with a peak blood glucose of 327 mg/dl after a meal, followed by a return to 95 mg/dl, and was counseled on early learning-period fluctuations, meal announcements, and infusion set change frequency. Symptoms included elevated blood glucose without dizziness, loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no assistance from others, no backup therapy, and no ketone testing. Investigation included troubleshooting and education regarding device use and glycemic management, with guidance to follow healthcare provider recommendations and consider infusion set maintenance intervals. Investigation of this case revealed no device alerts or alarms and no identified device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.